Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-28, serial/lot #: unknown, ubd: unknown, implanted: (B)(6) 2011, UDI#: asku; product ID: 37085-60, serial/lot #: unknown, ubd: unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2018, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable neurostimulator (ins) and extension were explanted and replaced in surgical revision on (B)(6) 2019 due to high impedances. After the surgery, impedances remained high for the right electrode which pointed to an additional intracranial lesion of the right lead. For clinical reasons the right lead was not replaced as an interdisciplinary decision of the site's deep brain stimulation (dbs) board.¿ no factors were known to have led or contributed to the issue. The issue was resolved at the time of the report. Patient medical history included parkinson's disease and gait disturbance.